Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level and also stated that the rf processor failed self-test. This is called at power on reset, during 10:01 am testing, and during self-test. The customer's blood glucose readings were 413 mg/dl, 170 mg/dl and the sensor glucose level was 259 mg/dl, 251 mg/dl. The customer was treated with a bolus. The pump will not be returned for analysis.